Manufacturer narrative:
Insulin pump received with no button response at act and up arrow button due to unlocked connector on lcd board. No button error alarm, frozen screen and missing segments or partial display noted during testing. No time clock anomaly noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump up and act buttons were unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and mentioned that the display did not change even after the battery has been replaced. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is not expected to return for analysis.